Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with insulin pump. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap was normal; no air found in tubing; no leaks found; time, date, and basal rates were not correct, time was off by 2 minutes; bolus wizard were correct. No alarms were found in alarm history. Customer did not have tubing clamp in order to perform high pressure test. Customer was advised to call back when in receipt of high pressure test that was being sent in order to complete high pressure test.